Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported a hypoglycemic event that occurred "about 6 months ago". The customer mentioned that his blood sugar dropped to 30 mg/dl when he cut his hand while working in his barn. He reported he spent 23 hours in the emergency room getting treatment for his low blood sugar and the cut on his hand. The customer stated this happened about 6 months ago and he was using his truetrack meter. The truetrack meter mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).